Event description:
Customer reportedly received results of lo and 6.4 mmol/l within 10 minutes on the compact plus system. The meter evaluation showed the actual results to be 0.7 mmol/l and 6.5 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer no longer has the test strips.

Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer